Event description:
It was reported that the customer insulin pump is malfunctioning. Nurse at (B)(6) medical diabetes high-risk floor stated that the insulin pump is reacting on its own without buttons being pressed. Nurse stated that the customer's blood glucose is at 34 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. No unexpected raping display anomaly noted. However, moisture damage found at keypad traces. Unable to prime due to faulty force sensor.